Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications which had been correctly programmed for years were suddenly being updated from medication class 0 to medication class 6. A technical support specialist (tss) investigated the issue and provided guidance on creating and deleting medication classes and later confirmed that the last modified actor key for medication class 6 was associated with user identification (ID) phammj, indicating where the class had been created and updated on the enterprise server (es). The tss also advised that once the class was created, reports could be generated to identify medications associated with overrides. The customer subsequently reported that their electronic privacy information center (epic) partners had confirmed the changes originated from epic and that epic would update the interface to send a blank value instead of class 6. The customer then requested to close the case. The system functioned as intended after the technical support specialist investigated and customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the medication class changed by itself, and the user had been receiving some legacy medications which had been programmed correctly for years and being updated from medication class 0 to medication class 6. However, there were no delays or adverse events or injuries reported based on this event.